Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the patient experienced elevated blood glucose and noticed an insulin leak in the infusion device system. The alleged products were requested for evaluation.